Event description:
The internal wire was broken during use. The physician stated the clamp was clamped on the aorta when it broke. He got another clamp and finished the case. The physician stated there was no injury as a result of this event, but there could be possible injury to either patient or healthcare professional if this event were to recur.

Manufacturer narrative:
Instrument was recived at the manufacturing facility with the handle separted from the flexible arm and jaws. The flexible arm and jaws remain connected. The cable was broken approximately 5mm from the proximal swage connector and 2mm away from the fixed bead. All the beads were returned with the instrument. Rust is present in the jaw hinge area and inside the fixed bead. Examination of the cable shows two of the strands had become unwound over approximately 180mm of the cable length originating from the break area. Additional cable strands were unwound over approximately 60mm of the cable originating from the break area. At the break area, the cable strands are very separated, bent over, and vary in length. Microscopic examination of the break area indicates narrowing and irregular surfaces of the individual cable strands in the break area. Microscopic examination also revealed the presence of reddish-brown colored deposits along the entire length of the cable. This could indicate residual bio-matter, oxidation, or could be the result of lubrication discoloration. No trends were noted.